Event description:
It was reported that during a da vinci-assisted roux-en-y procedure, there was unexpected bleeding from the staple line. The procedure was completed as planned, but the patient required a blood transfusion.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Due to insufficient procedural information, further system/instrument log investigation cannot be performed.